Event description:
The user facility reported that an air embolism occurred during a bypass procedure. During follow-up communication, the user facility stated that they had concluded that there was no indication of a product related cause for this event. Additional event specific information has not been made available.